Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced heart failure exacerbation and was admitted to the hospital. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations. A device restoration was performed successfully. The patient would be continued to be monitored.